Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a non-recoverable error 41014 occurred. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site stated that the surgeon had control of the system and was able to continue with the procedure. Tse explained that the issue could be due to a loose blue fiber cable or loss of the system power. After, site called in to report that the system shut off twice during the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: the procedure was not converted. No additional ports were added.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the medical grade power supply (mgps). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The mgps was returned for failure analysis and the reported power complaint was not confirmed. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The power supply was installed and tested on the pca test system. The system started without any errors. 10 power cycles were performed and the system works normally without any issues. The root cause is attributed to a defective mgps component.